Event description:
The customer reported the coulter lh 500 hematology analyzer leaked approximately 30 ml of blue fluid. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The customer was wearing lab coats and gloves without face protection at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer was dispatched to assess the instrument. The fse found and replaced split (torn) tubing at pinch valve pv37 to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).